Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the access 2 instrument for four (4) pt samples. Pt a and b: initial accu tni results were: 6.63 ng/ml and 2.40 ng/ml for pt a and b respectively. The original samples were tested for accu tni on a different instrument in the customer's lab and "negative" results were obtained for both pts. Pt c and d: initial accu tni results were: 5.45 ng/ml and 0.47 ng/ml for pt c and d respectively. The original samples were re-tested and repeated results of 12.81ng/ml and 81.95 ng/ml were obtained for pt c, and 8.06 ng/ml and 92.74 ng/ml for pt d. The original samples were tested for accu tni on a different instrument in the customer's lab and accu tni result of 0.03 ng/ml was obtained for pt c, and a "negative" result for pt d. Based on available info, accu tni results were reported out of the lab. No death, injury, or change to pt treatment was reported as a result of this event.

Manufacturer narrative:
On the same day, before the event, customer performed weekly maintenance and then run system check and qc; all results met specifications. Qc for accu tni failed after the event. Based on the event log records, several warning errors occurred the day prior to and following the event. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered mixer speed out of range which was adjusted. The fse corrected pipettor to reagent pack mis-alignment. The fse performed a preventative maintenance (pm) to the instrument. The fse verified repair per established procedures and results meet published performance specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.